Event description:
Dr indicated that the holes were in the plastic base of the tray, but he could not identify the exact location. The holes were noted when urine leaked from the tray. Dr does not have any more of the same lot.